Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failures. It is unknown under what circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failures during use. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified the reported issue. To resolve the issue, the stm replaced the pneumatic module assembly then run performance and function tests to factory specifications. The iabp was subsequently returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failures during use. No adverse event was reported.

Manufacturer narrative:
Upon further review of our complaint record, it has been observed that both the date received by mfg (date) and event date was incorrectly reported in our initial emdr report. The correct date should read (B)(4) 2018.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failures during use. No adverse event was reported.